Event description:
Customer reported chemotherapy set was leaking from the pump segment near the upper fitment. The leak was observed during the 50 ml normal saline flush, prior to starting chemotherapy. No additional info was provided.

Manufacturer narrative:
(B)(4). One used infusion set model 10013889 was received for investigation. The customer's experience of a leak in the pump segment near the lower fitment was confirmed. Leaking was observed from a pinhole approx 0.0420 inches long in the silicone tubing at the lower fitment. Crush marks were observed on the upper fitment. The root cause of the pinhole was not identified. Based on smartsite laser number, the device history records for this set identified the lot number and indicate the set was built on (B)(4), 2010.